Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous and moderately calcified right common iliac artery (cia). The lesion was pre-dilated with an unspecified device. The express vascular ld premounted stent system was advanced to the target lesion. Upon 1st inflation at 10 atms, the stent balloon ruptured. The inflation time in seconds is unknown. The express vascular ld premounted stent system was withdrawn and the stent was dilated with a sterling balloon. No patient complications or injuries were reported. The patient status is reported as "good".

Manufacturer narrative:
Pt's age: 18 years or older. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).